Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient had an embolic stroke and experienced slurred speech. The patient is recovering but his symptoms has not completely resolved. At this time, it is unknown if the reported event is related to procedural issues, non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to a procedural issues, patient non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.